Event description:
The locking functionality of the inner/outer cannulae was defective on three size 8 lpc, low pressure cuffed tracheostomy tubes. The 8lpc devices were in use from eleven to fourteen days when the locking problems were detected and device removal was required. It is unknown how the 8lpc devices were cleaned or maintained, whether usage involved frequent locking/unlocking for suctioning, cleaning or attaching respiratory connectors and adapters. It was reported that inner cannulae from another packaged 8lpc product was used. The inner/outer cannulae are mfg as a matched set and are not interchangeable. Only one of the 8lpc devices was returned to MFR on 3/21/97 and processed to the quality analytical lab for decontamination, analysis and investigation. There was one pt involved wiith no reported pt compromise.